Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they were not feeling well a week and a half after the implant procedure. The patient went to the clinic and their doctor speculated that the patient's heart might be irritated and retained fluid where the leads were implanted. The doctor also told the patient that one of the leads "wasn't working" during the implant procedure and was adjusted. The leads remain in use. No further patient complications have been reported as a result of this event.